Event description:
Acct. Reports that the septum on the injection site inverted. States they are accessed with the bd cannula as well as the carpujects which are used to flush the lines. No pt. Injury reported.